Manufacturer narrative:
The 1st specimen was collected in a lithium heparin sst tube and was centrifuged at 1740. The 2nd sample was drawn from a different port into a lithium heparin plasma tube. The calibration and qc was acceptable. Bci requested sample for evaluation, but it is no longer available. Service was not dispatched for this event. The investigation of activase interference is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the unicel dxc 600 pro synchron clinical systems reported an erroneously high phosphorous patient result due to possible interference with activase. On (B)(6) 2011, result for phosphorus was suppressed (oir hi) at 1751mg/dl. Sample was re-tested and obtained result was 12.5mg/dl. Sample was then diluted 1:2 with 0.9% saline and a result of 12.3mg/dl was generated. On (B)(6) 2011, another sample was collected and phosphorous result was 3.8mg/dl. It was determined that the patient's port was flushed with activase before the blood was drawn on (B)(6) 2011. Activase includes phosphoric acid as an ingredient. The instructions for use of activase states to clear the port it must be flushed with saline followed by heparin. The customer contacted their pharmacy and the pharmacist did confirm that activase can contribute to high phosphorous. There was no change to patient treatment.